Event description:
Procedure performed: removal of the sentinel lymph nodes. Event description: thermofusion was being performed when the event occurred. During the using of the eb230 when fusion of a sentinel node the skin was little bit burn by diffusion at distance of jaws. Additional information received on 14dec22 by applied medical representative: there was no additional actions to treat the burn. Type of intervention: there was no additional actions to treat the burn. Patient status: the healing process was a little bite longer but no need of a new admission to the clinic.

Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: removal of the sentinel lymph nodes. Event description: thermofusion was being performed when the event occurred. During the using of the eb230 when fusion of a sentinel node the skin was little bit burn by diffusion at distance of jaws. Additional information received on 14dec22 by applied medical representative: there was no additional actions to treat the burn. Type of intervention: there was no additional actions to treat the burn. Patient status: the healing process was a little bite longer but no need of a new admission to the clinic.